Manufacturer narrative:
No RMA has been initiated for this issue. Model rpl450 serial number/date code unknown has an unknown age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Received a medwatch form in the mail. The facility states that during a transfer from the chair to the bed, the staff allegedly heard a crack and the lift arm fell. The staff were able to partially catch the resident and she landed on the padded legrest. The lift arm allegedly landed on her chest area. No serious injury is alleged.